Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device doesn't recognize the battery, power board gets hot. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Device evaluation: plunger tamper seal missing. Bottom tamper seal intact. Missing battery. Visible corrosion around j9 cable on interconnect board. Bottom case tabs cracked and gasket falling apart, cracked right plunger case. Event history log exhibited battery communication timeout, improper shutdown. Power up process. Used testing battery, checked battery diagnostics. Found 'battery communication timeout' at power up with the testing battery. Pump didn't recognize the battery and all values were zero. Corrosion on interconnect board as a result of fluid ingression, customer damaged. Replaced interconnect board. Installed new battery. Performed power up process, pm and all functional tests which passed. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.